Manufacturer narrative:
The reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the craniotome device tip was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability date was incorrect in the initial report. The date has been updated from 10/5/2018 to 12/19/2018. Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: it was determined that the motor power was too low. It was observed that the neuro tip was damaged. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.